Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test" and medical device monitoring error "essure sterilization system with endometrial ablation". The patient's medical history included adenomyoma, follicular cyst of ovary and adenomyosis. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation and total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, and cystoscopy.). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hormone level abnormal, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per ppf :- date of insertion: (B)(6) 2006, 2005, (B)(6) 2006. Patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) ) ,pelvic pain, abdominal pain, back pain, psych injury, urinary tract infection, bladder problems, urinary problems, bladder infection. At the end of the procedure only 5 or 6 turn of coils were visible in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Medical history were added. Event :essure sterilization system with endometrial ablation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), repeat/multiple surgeries). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per ppf: date of insertion: (B)(6) 2006, 2005. Patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) ) ,pelvic pain, abdominal pain, back pain, psych injury, urinary tract infection, bladder problems, urinary problems, bladder infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, urinary tract infection, bladder problems, urinary problems, bladder infection, hormonal changes, weight gain, device monitoring procedure not performed. Event outcome added dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) ) ,pelvic pain, abdominal pain, back pain , menorrhagia (heavy menstrual bleeding). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.